Event description:
Caller alleged discrepant results compared with the lab. Results as follows: on (B)(6) 2011, pt fell in the yard and broke an occipital crest bone in the face, resulting in massive bleeding and a blood clot behind the eye. Lab result on (B)(6) 2011 proved that her inr was in fact low, so pt was given two doses of heparin to raised her inr. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.